Event description:
Legal counsel for patient reported that patient underwent a hip arthroplasty procedure on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of lack of mobility, metallosis, inflammation, bone/tissue damage and pain. A review of invoice history revealed that the initial hip arthroplasty procedure occurred on (B)(6) 2006. Invoice history further revealed that the (B)(6) 2011 procedure was a revision procedure where the modular head was replaced and an active articulation polyethylene liner was implanted. An invoice could not be located to confirm the revision procedure that took place on (B)(6) 2012. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01396 & 01398).